Event description:
The event is reported as: the stapler jammed during use. No patient injury reported.

Manufacturer narrative:
Conclusions: CAPA (B) (4) was opened to address the jamming issue related to customer complaint. This CAPA was closed may 2009.